Manufacturer narrative:
Insulin pump passed displacement test and self-test. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 alarm found during testing. However, pump error 63 alarm (variable info=03) confirmed in the pump history file due to a hardware error. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap or test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm after performed self test. Customer stated insulin pump had crack from battery compartment to the bottom. Clear alarm and finish process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.